Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. It was reported that the patient had chest discomfort along with low rv waves and loss of capture (loc) at high outputs. A revision procedure was done to reposition the lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.